Event description:
Event description guidant received information that the while the implantable cardioverter defibrillator (ICD) was being removed due to a safety advisory that was issued on this model device, the header was found to be loose. An interrogation of the device prior to removal noted normal device behavior.